Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section g4 updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed functional testing with a test battery pack. The battery and pads used in the event were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs did not show any low batteries or critical errors. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.